Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were "hi"mg/dl "300something" mg/dl. Tests were done within 11-20 minutes with a difference of 59%. Customer cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.